Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported clear fluid was discovered at the ipg pocket site during a recent lead replacement procedure (reference MFR. Report# 3006705815-2018-01886). As a result, the physician opted to replace the ipg as precaution during the same surgery. Reportedly, cultures were obtained which results negative for infection.